Event description:
It was reported that the emg tube cuff leaked during a procedure. It was immediately switched out for another tube and the case concluded with no issues. The sales rep states that the device was prepared for use per device instructions.

Manufacturer narrative:
Device returned sept. 25, 2014 g.4. The device was evaluated oct. 2, 2014. The product analysis found that from visual evaluation, no obvious damage was observed on the device with unaided eye. A leak test was performed using a 10 ml syringe to inflate the cuff under water. Upon inflation, no water bubbles were noticed at the cuff assembly. The inflation lumen to emg tube bond area was placed in beaker and again no water bubbles were noticed at this location. The cuff appeared to hold pressure when observed for several minutes. (B)(4)

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been returned for analysis, but return has been requested. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.